Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres for 20 seconds, the balloon ruptured vertically. The device was removed without any problem. The procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.